Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The patient was a (B)(6) female. The target lesion was located in the postero-lateral. The lesion was de-novo, heavily calcified and moderately tortuous. Pre-procedure stenosis was 90%. Pre-dilation was conducted with a balloon (lifespear: 2.0/15mm) and a cypher select+ (2.5/13mm: complaint product) was delivered to the target lesion. The balloon was inflated up to 10atm, but the pressure would not increase above that. Therefore, the sds of the cypher select+ was retrieved and checked outside the patient and leakage from the balloon was observed. Afterwards, post-dilation with another balloon (quantum apex: 2.5/8mm) was conducted to further dilate the cypher select+ stent and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The sds was not returned for evaluation; therefore, no extensive analysis could be performed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The patient was a (B)(6) female. The target lesion was located in the postero-lateral. The lesion was de-novo, heavily calcified and moderately tortuous. Pre-procedure stenosis was 90%. Pre-dilation was conducted with a balloon (lifespear: 2.0/15mm) and a cypher select+ (2.5/13mm: complaint product) was delivered to the target lesion. The balloon was inflated up to 10atm, but the pressure would not increase above that. Therefore, the sds of the cypher select+ was retrieved and checked outside the patient and leakage from the balloon was observed. Afterwards, post-dilation with another balloon (quantum apex: 2.5/8mm) was conducted to further dilate the cypher select+ stent and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.